Manufacturer narrative:
UDI: (B)(4). Review of the history device records was not possible as the lot number was not correct. Failure analysis - the valve was visually inspected, the silicone housing was cut/torn around the siphon guard, marks were noted in the siphon guard. The valve passed the test for programming, occlusion, siphon guard. The valve was leak tested: leaked from the damage silicone housing. The valve could not be reflux tested due to the damaged silicone housing. The valve failed the test for pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the rotating construct, on the cam/ball arm assembly, and on the ruby ball. The root cause for the programming issue reported by the customer could not be determined as the valve programmed. The root cause for the programming issue reported by the customer could be due to biological debris interfering with the valve mechanism, at the time of investigation no programming issue was confirmed. The root cause for the pressure issue noted during investigation is due to biological found on the rotating construct, and on the helical spring on the cam/ball arm assembly, on the ruby ball, and on the seat of ruby ball.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020 it was not possible to reprogram the certas valve and it was explanted replaced. The valve was implanted on (B)(6) 2016.